Event description:
Reportedly, the catheter could not be pulled out through the introducer and the dr had to remove both the introducer and the swan-ganz catheter. No pt complications were reported.

Manufacturer narrative:
Device not returned.